Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred. Reportedly, the customer removed the cartridge without going through the load cycle. There was no impact to the customer's blood glucose level. The customer successfully completed the load process.